Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation as it was discarded by the facility. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure.  There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead.   Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv).  Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices.  Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The exact cause for the ventricle perforation and subsequent death is unknown but may be related to procedural factors (manipulation of devices).  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, while positioning the 26mm sapien 3 valve, the physician decided to deploy the valve despite the patients hemodynamic instability.  Once the valve was deployed, the patient¿s pressure decreased and the echo showed the patient had developed a pleural effusion.  CPR was administered for 45 minutes and then the patient was converted to open heart surgery.  Despite attempts to intervene, the patient expired due to a cardiac tamponade which had been caused by a left ventricle perforation.